Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 8fr sheath hole prior to a endovascular aneurysm repair (evar) procedure. The sutures of the prostar xl device were successfully placed. The sheath was upsized to a greater than 8.5fr and the evar procedure was completed. Reportedly, post procedure, the knot of the prostar xl device was advanced; however, hemostasis was not achieved. A cut down was performed, and the sutures were reportedly noted to have been pulled out of the vessel wall [suture malposition]. No tissue damage was reported. The artery was sutured closed to achieve hemostasis. A delay in the procedure was reported. No additional information was provided.